Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 50 mcg/day) via an implanted pump. The patient¿s medical history was noted to be ms (multiple sclerosis). It was reported that the patient was having issues with a headache and no spasticity relief. They attempted two blood patches for a spinal fluid leak around the catheter without success. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿new implant¿. On (B)(6) 2020 the patient was taken to surgery. During the procedure, the spinal segment of the catheter was removed, and a new spinal segment of catheter was implanted with the tip to c7. The pump segment of the catheter remained in place. The issue was noted to be resolved.